Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported the insulin pump would shoot out insulin before doing prime and filling the line. Customer stated the device would pump for a while and then she would have to pump again and insulin would come out. Customer did not wish to go through troubleshooting. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube.